Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to address the customer's reported issue. Fse adjusted incubator belts; aligned incubator, replaced cup pickup assembly and z-axis cup transfer flat cable, and checked all other cup pickup connections and alignments. Fse ran cup transfer test without any issues. The customer then ran quality controls (qc) and patient samples. All results were within acceptable range. The aia-900 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12 - flag and error messages, error 4153 is c.trans-z home overrun. This error is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. The solution is for customer to contact the tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported issue was due to pick up cup assembly.

Event description:
On (B)(6) 2017 customer reported getting error 4153 c trans-z home overrun on the aia-900 instrument. Customer is unable to run myoglobin (myo) and beta human chorionic gonadotropin (bhcg). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of myo and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.